Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient¿s implant was not working and their symptoms were worse than before the implant. The patient reported their symptoms as, they turn water on and they will pee their pants. The patient also noted they could not empty their bladder. The caller noted it started the day of implant but was getting worse as far as them holding it. The patient stated they could lay down and stand up and pee their pants and also when sitting. The patient still had bandages present and the site was sore to the touch. The patient¿s stimulation was on at 0.6 v and they increased to 0.9 v where the patient felt stimulation at a comfortable level. The patient was redirected to their healthcare provider. No further complications were reported.